Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected watchdog timeout alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the pump showed low battery alarm and then had watchdog timeout. The blood glucose level was unknown. The customer reported that the pump did not return to normal function. The troubleshooting was performed. The customer was advised to revert to the backup plan. The pump will be returned for analysis.